Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received from the customer regarding a ventilator that allegedly failed to charge its internal battery. The customer reported an incorrect serial number and confirmed there were no issues with the incorrectly reported device, s/n (B)(4), which was the original subject of this report. The correct serial number, (B)(4), was previously reported under MDR 2518422-2015-02566. Refer to 2518422-2015-02566 for additional information.